Event description:
It was reported that the user experienced hyperglycemia with blood glucose reaching 400 mg/dl while using the ilet and was advised to perform an infusion site change, after which glucose decreased to 289 mg/dl; no device malfunction was identified and the device component was not further specified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.